Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a totally extraperitoneal hernia repair procedure, the balloon was torn. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one device. The visual inspection of the returned product noted that the inflation syringe was received. The insufflation bulb was received. The lock collar, trocar balloon and dissector balloon appeared intact. Pmv performed functional testing; the hole was covered, and the dissector balloon was inflated, no leak was detected. The trocar balloon was inflated, a leak was detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Replication of the cut in the trocar balloon may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No relationship between the device and the reported incident was confirmed. If information is provided in the future, a supplemental report will be issued.